Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-02253.

Event description:
The patient was undergoing a coil embolization procedure using pod4s. During the procedure, after advancing a pod4 approximately two centimeters out of a px slim delivery microcatheter (px slim) and into the target vessel, the physician wanted to retract the pod4 back into px slim for repositioning. However, resistance was encountered and the physician tried to advance the pod4 but also felt resistance. Therefore, the physician removed the px slim and the pod4 altogether. While attempting to advance the pod4 on the back table, the physician noticed that the coil was detached. The hospital technologist opened a new pod4 and attempted to advance on the back table for verification; however, the pod4 was stuck in its introducer and upon pushing hard, the pod4 pusher assembly became bent. Therefore, the second pod4 was set aside and the procedure was completed using a ruby coil and the same px slim. There was no report of an adverse effect to the patient.